Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed and was determined to be use related. One 3 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed the catheter was returned detached from the two-piece connector. Use residue was observed on and within the returned sample. Tensile weakness was observed in the catheter from the 16 cm depth marker to the proximal end of the detached catheter segment. A microscopic observation revealed the break surface of the detached catheter segment was mostly flat and granular in texture. A small catheter segment was found within the assembled connector. The features of the distal end of this small catheter segment were observed to match the features of the proximal end of the large catheter segment. The features of the break surfaces of the catheter segments as well as the tensile weakness observed in the catheter indicate the catheter broke due to excessive tensile (pulling) force. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ", I have a 3fr PICC that broke on saturday. Ultrasound scanning demonstrates patency of the vein and was used to guide placement of a 21-gauge needle into the vein. A hard copy image was obtained to document the patency and guidance. Through this, a 0.018 inch guidewire was advanced. Over the guidewire, a 3.5 french peel-away sheath was placed. Through the sheath, a 3 french groshong central venous catheter was placed and manipulated with fluoroscopy until the tip terminated at the cavoatrial junction. The PICC was flushed with saline and heparinized.¿ additional information received 02/14/2020 - "PICC broke into 2 pieces at the time of dressing change"

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported ", I have a 3fr PICC that broke on saturday. Ultrasound scanning demonstrates patency of the vein and was used to guide placement of a 21-gauge needle into the vein. A hard copy image was obtained to document the patency and guidance. Through this, a 0.018 inch guidewire was advanced. Over the guidewire, a 3.5 french peel-away sheath was placed. Through the sheath, a 3 french groshong central venous catheter was placed and manipulated with fluoroscopy until the tip terminated at the cavoatrial junction. The PICC was flushed with saline and heparinized.¿ additional information received 02/14/2020 - "PICC broke into 2 pieces at the time of dressing change".